Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed (2 bar pressure), and a leak was observed at the level of the connection of the replacement post pump line and the y multi connector due to a hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "replacement circuit" of a prismaflex m150 set during priming. There was no patient involvement . No additional information is available.